Event description:
Additional information received identified the patient underwent surgical intervention wherein the scs system was explanted. Reportedly, the patient pain decreased and no longer needed the system.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using the ipg preferably. In turn, the ipg turned inoperable. Surgical intervention may be taken later to address the issue.